Event description:
The customer reported a burning smell, and sparks were coming from the boxes at the back of an atellica ci 1900 analyzer. The power block connection to the monitor was loose, causing heat and sparks. There was no injury, and no visible flame or smoke due to the event. There are no known reports of adverse health consequences due to the reported event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a burning smell, and sparks were coming from the boxes at the back of an atellica ci 1900 analyzer. The customer shut down the analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse disconnected the monitor, and the breaker for the monitor and router remained engaged. Further, the cse installed a temporary external monitor on a table next to the system and restored full operation. Next, the cse replaced the monitor, power cord, and power cable. Siemens evaluated the event and determined that a loose power connection that could have been bumped during the service intervention potentially contributed to the reported event. The analyzer is performing within specifications. No further evaluation is required.